Manufacturer narrative:
This report is filed on september 08, 2016.

Event description:
Per the clinic, the patient experienced skin necrosis at implant site, subsequently the device was explanted on (B)(6) 2015. There are no plans to reimplant the patient with a new device

Manufacturer narrative:
(B)(4).